Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient stated that their personal diabetes manager (pdm) would not reset. The patient had blood glucose levels of over 300 mg/dl. Patient stated that they went to the emergency room (ER) to get instructions how to medicate themselves until she receives a pdm replacement. The patient stated that at the ER they checked their blood sugars, blood pressure and did manual injections with a novolog pen.